Event description:
It was reported that as the technologist and patient were entering the exam room, the operator shield shattered. No patient impact. The technologist received two superficial cuts on her hand which did not require any medical intervention. A field engineer was dispatched to the site and the operator shield was replaced.